Event description:
It was reported that the patient had the artificial urinary sphincter, implanted in 2011, removed as the device stopped working. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus), implanted in 2011, removed as the device stopped working. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient was recovering after the aus placement.